Event description:
During an unknown endoscopic procedure, the physician used three cook acusnare polypectomy snare. It was reported [that] that the catheter is kinking where it meets the handle during the procedure. There was no reportable information at this time. Two of the devices were received for evaluation on 16jan2026. It was determined that device one had a kink in sheath at base of the handle and device two had a kink/split at the base of the handle. Both devices advanced and retracted however device two needed to be straightened to retract fully and device one had little to no resistance when retracting [subjects of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: two of the products said to be involved were returned in open pouches from the lot number provided in the report. The labels match the products returned. The user provided photos of the devices. The first photo shows one of the devices and there is a large kink/buckling in the catheter and a split in the catheter at the base of the handle, exposing the handle cannula. The second photo shows another device and there is a kink/buckling in the base of the handle. Devices #1 - #2: our laboratory evaluation of the products said to be involved confirmed the report. Both devices were returned with the snare heads fully retracted into the sheath. Device #1 had kinks/buckling in sheath at the base of the handle to 1.1cm from the handle. Device #2 had a kink in the tubing with a split in the sheath from the base of the handle to 1.8cm from the handle. Devices #1 and #2 were able to advance and retract, however, there was some difficulty present during retraction. Device #2 had more difficulty noted when retracting unless the sheath with the split was straightened out. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned devices confirmed the report. The additional information provided by the user stated that a cold polypectomy was performed. This is against the intended use of the device. The instructions for use state: "this device is used endoscopically in the removal and cauterization of sessile polyps and pedunculated polyps from within the gastrointestinal tract... Do not use this device for any purpose other than the stated intended use." This is the most likely cause of the report. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments: based on the information provided that a cold polypectomy was performed, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.